Event description:
The advocate called for help with the customer's contour system. He alleged that her glucose readings were higher than usual. He performed control tests during the call using low control solution and received results of 353 and 332 mg/dl. The normal control range was 35-48 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.